Event description:
It was reported that a high capture threshold was noted on the right ventricular (rv) lead prior to an unrelated procedure. Physician elected to cap and replace the lead on (B)(6) 2025. The patient was discharged.